Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that during a lead revision procedure, the left ventricular lead split into two pieces. When a stylet was inserted, the lead fractured. One piece of the lead was explanted. A new lead was implanted. The patient was doing fine post procedure.